Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Per issue, customer used venous blood for testing. This may contribute to unexpected inr or errors in testing. Per product user guide, "use only fresh capillary blood for testing." Per case comments, customer has cancer and is undergoing treatment. Patient's current health status and medication may contribute to unexpected inr or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: dates: (B)(6) 2011, inratio: 5.7, lab: 3.7, mean: 4.70, confidence limits: 2.6-6.9. Dates: (B)(6) 2011, 5.1, 3.93, 4.52, 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Previous investigation of strip lot #247451 conducted on (B)(6) 2011 met accuracy criteria. Results as follows: investigation details: strip investigation was performed on (B)(6) 2011 on lot#247451, as indicated on table 1 and 2. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot 247451 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. For each pair of replicates for each sample on strip lot 247451, (B)(4). No discrepant result was established on returned and in-house meters. No further action is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. However, sample was from vein. It is considered off-label use since products in complaint were designed for capillary blood only. In addition, patient's health condition/medication may also affect inratio test. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. As reviewed on (B)(6) 2011, (B)(4). Due to this low occurrence rate, (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.7, lab: 3.7. Date: (B)(6) 2011, 5.1, 3.93. Patient went to the office and took his meter to do a side by side test. When the nurse drew the blood from his arm, he had the nurse apply the sample directly from the tube onto the strip. Less than an hour between tests. Patient's therapeutic range 2-3.